Event description:
It was reported that during follow-up and upon interrogation, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.